Manufacturer narrative:
The patient's lifevest was not returned for evaluation. Biocompatibility testing to (B)(4) was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
During a retroactive review of distributor incident files, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. The patient's wife reported that the patient had a skin irritation under one of the electrodes. The patient wife stated that the electrode made his skin "look like gangrene." The medical outcome of the irritation is unknown. There is no indication that the patient received medical intervention. No allegation of a device malfunction.